Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/08/2014 with the following findings: the keypad cover was found to be intact. The up and down arrow keypad buttons were found to be intermittently responsive. The keypad cover removed and contamination was found under all contacts. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad. Also unrelated to the complaint, the text on the display screen was found to be dim, faded and reddish.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; unresponsive up arrow and down arrow buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)